Event description:
It was reported that part of the tubing on a vamp jr. Came apart while on a (B)(6) cardiac patient. It was not at a regular connection site; the system disconnected from itself causing bleeding. The nurse held the end of the tubing so that patient did not bleed excessively. The vamp was removed and no patient complications were reported.

Manufacturer narrative:
One pediatric vamp jr. System was returned for examination. The device was evaluated and a visual and functional analysis was performed. Blood was visible inside the vamp system. The pediatric tubing was detached from proximal sample site (z-site) solvent bond joint. Indication of bonding solvent was present at a small area of the tubing bonding surface. The outer diameter of the tubing and the inner diameter of the sample size was measured and found within specification. It appeared that tubing detached due to inadequate bonding solvent at the bond joint. Improvements in the bonding process are already underway to prevent complaints of this type. Lot number was not provided, therefore review of the manufacturing records could not be completed.